Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1603502) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the patient was obese (bmi=(B)(6)). It should be noted that the mynx instructions for use (IFU) states: the safety and effectiveness of mynx have not been established in the following patient populations: patients with morbid obesity (bmi > (B)(6)). Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that less than an hour after the mynxgrip device was used for arterial closure, the patient developed a hematoma of over 6 cm in size. The device was being used in conjunction with a 6f procedural sheath following an interventional procedure. There were no multiple stick punctures; however, there were multiple sheath exchanges. During the preparation of the device, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. It is unknown whether or not resistance was felt while pulling back to the arteriotomy. The stopcock was opened when the balloon was at the arteriotomy. Unusual force was applied while shuttling down or retracting the sheath. Manual compression was applied for 30 minutes or less to resolve the hematoma. Later, the patient became hypotensive, so a scan was performed and revealed a pseudoaneurysm. The patient was kept in the hospital overnight. The following day, the pseudoaneurysm was treated with a thrombin injection. Following treatment, the patient was reported to be doing fine with no additional procedure required. Additional information was requested, but was unknown.